Event description:
During cardiopulmonary bypass, the centrifugal pump flow sensor display flow readings were erratic and not valid. An alternate device was employed without interruption of blood circulation to the pt. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.